Event description:
It was reported that: "a 1.6 mm beaded vitallium cable was wrapped around femur and tightened with single sided tensioner. The cable broke while tensioning. A 2.0 beaded cable was used instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.